Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-00990. Correction: this MDR is being submitted to correct the expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6009235 have already been previously tested in the pr 2109396 on 27/jan/2025. Test results: the reference samples were visually inspected and tested for air flow and underwater leak. All test results were within specifications as per the test report database pr (B)(4) complaint test report. Device history record (DHR) review: the lot 6009235 was manufactured according to the work instruction (wi) version 12 manufactured in the line 6, on 14/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 06/mar/2025 against malfunction code leakage from infusion site and lot 6009235 and no other complaint has been registered in database for the same lot 6009235 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market vigilance activities.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that by the patient faced leakage eventsat the insertion point on (B)(6) 2025. The issue occurred with three infusion sets. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.